Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during preparation for use of a diagnostic procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was tested on two video processors without signs of a black image. The error reported by the customer could have been caused by dirty pins on the connector of the camera head or video processor. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the camera head doesn't work at all. The issue was found during uroscopy procedure, and the procedure was completed with a similar device, and without delay. There was no patient harm associated with the event.